Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was an excess number of patient exams on the viewing station, but the reported issue could not be replicated. As a precaution, the application software was reloaded onto the unit. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system displayed an error message stating possible damage to the system integrity and that the application software was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.